Event description:
Customer reported that the punch broke surgery. The tip was retrieved and the surgery was delayed over 30 minutes. However, no adverse consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the tip has broken off. This condition typically occurs when the tip of the instrument is forced against bone while passing it through tissue. This device has exceeded its useful life.